Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. No issues were noted with the profile of the tip. The stent of the device was dislodged from the delivery system. It was indicated that the dislodged stent was retrieved successfully however it was disposed of by the hospital following the procedure. Two images of the detached stent were attached in the additional information tab, a review of the images was performed during the analysis and it was found the stent struts across most of the stent were severely stretched and distorted. This type of damage is consistent with the stent meeting resistance or an obstruction. It appeared that one of the ends of the stent was undamaged. No issues were noted with the balloon profile. The balloon wings were tightly wrapped, evenly folded and the balloon was not subjected to positive pressure. It was also noted that stent crimp markings were visible on the balloon material. There were no issues noted with the devices inner and markerbands. A visual and tactile examination found that the shaft polymer extrusion was kinked at various positions along its length. It was also noted that the distal inner was damaged. This type of damage is consistent with the application of excessive force and may have occurred during the removal of a guidewire. The hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 85% stenosed, 35mmx4.0mm, eccentric, de novo target lesion contained >45 and <90 degree bend and was located in the moderately tortuous and moderately calcified right coronary artery (rca). Following predilation, a 3.50x38mm promus element long drug eluting stent was selected for use and advanced but failed to cross the lesion. The physician attempted to remove the device; however, while withdrawing the device, the stent dislodged into the mid rca with one small part of the stent hooked into the stent delivery balloon. The stent was retrieved successfully with a balloon and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent dislodgement occurred. The 85% stenosed, 35mmx4.0mm, eccentric, de novo target lesion contained >45 and <90 degree bend and was located in the moderately tortuous and moderately calcified right coronary artery (rca). Following predilation, a 3.50x38mm promus element ¿ long drug eluting stent was selected for use and advanced but failed to cross the lesion. The physician attempted to remove the device; however, while withdrawing the device, the stent dislodged into the mid rca with one small part of the stent hooked into the stent delivery balloon. The stent was retrieved successfully with a balloon and the procedure was completed with a different device. No patient complications were reported and the patient¿s status was stable.